Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 18.300 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. This investigation is ongoing. It was also found this devices alarm volume could not change. The main line module was replaced, and speaker assembly. This did not resolve the issue, and this investigation is ongoing. CAPA-15 was initiated to investigate the root cause for the failure mode. Reference to complaint #(B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 18.300 psi, which is outside the acceptable range of 22 to 38 psi. It was also found this devices alarm volume could not change. No patient involvement was reported.